Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was disposed.

Event description:
It was reported that during a procedure for patient's left elbow, one of the autofix 2.0 screws unravelled and broke off in the distal part of the radial head (radial head was in 3 parts being assembled outside of the patient on the back table. "Radial head was already removed prior to screw placement" the screw did not break off in the patient's body just the bone on the back table. We removed the broken screw and replaced with another) causing a surgical delay of approximately 1 minute. The surgery was completed successfully.